Manufacturer narrative:
A ge representative evaluated the system and replaced the transformer switching relay (tsrl). System operates as intended.

Event description:
The customer reported the system power fuses are blowing repeatedly. No patient injury was reported.